Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to noise. Approximately 45 minutes later the patient received an inappropriate shock. It was reported that patient had gained approximately 40 pounds and x-rays show the device and electrode had moved from the original implant site. It was suspected the suture sleeve may be over the sense b node. The vector was reprogrammed to secondary. No adverse patient effects were reported.